Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was filling pump supplies with cold insulin. Customer continued using the existing cartridge. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.